Manufacturer narrative:
Based on the logfile analysis, the case in question could be reconstructed - it was determined that a communication interrupt between the two processors onboard the so-called therapy control unit had occurred during the concerned procedure. The device is designed to trigger a system reboot when such condition occurs. In case of a reboot, therapy will be interrupted for a maximum of 15 seconds, the device posts a corresponding alarm to alert the user and, therapy will be continued with the last valid settings as soon as the reboot is completed. Also for the particular case, it can be confirmed that the device behaved as specified - ventilation was resumed after some seconds. The procedure could be continued without further problems for some minutes (the event occurred during the wake-up phase when the surgery was already finished). Although the source of the deviation can be attributed to the particular pcb, the exact nature of the issue cannot be determined due to its sporadic nature ¿ there was no further instance of this error condition in the log files. Evaluation of earlier received similar events remained inconclusive in regard to the exact root cause of the deviation as well. The respective board was replaced as a precautionary measure, the workstation passed all consecutive tests and was returned to us. The number of similar cases, related to the same phenomenon, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the device suddenly turned black for a short moment w/o operator interaction and that ventilation was resumed with previous settings instantly afterwards. As per report, the event occurred close to the end of the procedure during the wake-up phase and did not lead to consequences for the patient.